Event description:
Caller reported a malfunction on the pump with a code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any issues arise, which the caller understood and acknowledged.